Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screws of the pacemaker were loose during tightening. The pacemaker was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of problem tightening the v-setscrew and torque wrench malfunction was confirmed. The final analysis revealed the user was making incorrect wrench insertions into the setscrew inset. The user was trying to force the wrench tip down with the corners of the wrench going into the inset walls. The wrench will not insert into the inset that way and cannot tighten the setscrew. Lab testing found torque wrenches could be fully inserted into the setscrew inset with correct insertion and the setscrew tightened and untightened normally. The setscrew was found normal. The problem is related to the user¿s incorrect use of the wrench. Also, it was discovered that the shaft of the torque wrench was internally fractured. A metal tool appeared to have been used to grip and rotate the shaft, causing it to break. This mishandling of the wrench resulted in the fracture. The anomaly with the setscrew and wrench was in line with it happening during the procedure. The users or physicians probably fractured the torque wrench during the procedure.